Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The customer reported an issue with 2 adc devices in the user report. Refer to adc reference (B)(4)for second device. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported an unspecified readings issue with the adc device. The customer reported that the sensor gave "inaccurate readings" as compared to the capillary result, stating that it was up to 100 [mg/dl] of difference. The customer additionally indicated that they were displeased that a replacement device would take up to 10 days to be delivered. There was no report of third-party intervention required due to the reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.